Manufacturer narrative:
Low bg - 213, 71.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It reported that the pump battery shut off unexpectedly due to low battery power. Reportedly, the pump battery depleted quickly and subsequently shut off. After connecting the pump to a power source and turning the pump back on the battery gauge displayed 70%. Customer reported blood glucose level was 185 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the customer reported experiencing low blood glucose (bg) levels some mornings however, no specific value was provided. The customer stated they believe their pump settings need to be adjusted. Glucose tablets were consumed to address bg level. A recommendation was made for the customer to discuss bg levels with their healthcare provider.